Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of: "50 something" mg/dl, 68mg/dl and 89mg/dl. A 68mg/dl, 89mg/dl and 109mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.